Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Could not interrogate. Link electronics module printed circuit board found electrically out of specification.

Event description:
It was reported that a patient's device could not be interrogated. The programmer was returned for repair. No patient complications were reported as a result of this event.